Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported a mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two mitraclips (20309r101 & 11014r152) were successfully implanted reducing the mr to a grade of 1. Approximately 30 days later, both clips had a single leaflet device attachment (slda). Both clips were detached from the posterior leaflet and the mr worsened to a grade of 4+. Per the physician the sldas were due to patient anatomy. On (B)(6) 2022 an additional mitraclip procedure was performed and one clip was successfully implanted reducing the mr to a grade of 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported incomplete coaptation/slda appears to be due to patient morphology/pathology. The reported mr appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.